Event description:
Add'l info rec'd from MFR 8//8/2001: the hosp notified datascope that the product would not be released. Therefore no further info is available.

Event description:
Intra-aortic ballon placed during cardiac intervention due to ischemia. Intervention was not successful. Pt went for emergent CABG-redor. Attempted to pull iab mext day. Unable to remove due to entrapment, pt taken to or for surgical removal. No harm to pt, discharged 07/02/2001.